Manufacturer narrative:
Correction: device code has been changed to "unraveled material". Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. Only the seal and tension spring assembly were returned. Signs of clinical use were observed. There was no evidence of blood detected. Further examination revealed that the seal was partially unraveled near the outer region of the seal. Based on the returned condition of the device, the reported failure "unraveled seal" is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal tension rope separated from the umbrella, resulting in blocking the umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal tension rope separated from the umbrella, resulting in blocking the umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.